Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes. Section d9: returned to manufacturer on: 28-jul-2025. Section h3. Device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the returned product. The lens was found cut in half and coated in an unknown liquid. The lens was cleaned revealing no further issues. The complaint issues reported were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. The reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3b, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and no product quality deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a refractive surprise of -2.5 following implantation of the preloaded intraocular lens (iol). The surgeon initially believed that the lens was mislabeled because the discrepancy was so large. Through follow ups, we learned that the discrepancy was due to a miscalculation on the surgeon's part. The lens was replaced on (B)(6) 2025. No further details were provided.